Event description:
It was reported that, mechanically assisted crevice corrosion and secondary adverse local soft tissue reaction and pseudotumor formation after rejuvenate femoral component due to modular neck-stem mechanism of failure.

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.